Event description:
It was reported via a call from the cath lab rn to the clinical support specialist (css) 0643 mdt when they had to surgically remove a 40 cc fiberoptix sensor (fos) intra-aortic balloon (iab) in the operating room. The iab was inserted through the sheath via femoral with no issues. The css asked if the iab had been left dormant in the pt for more than 30 minutes. The rn stated that it had not been dormant at all in the pt that the rn knows of. The css explained to the rn that clotting on the iab can cause it to become entrapped. The rn said that they were able to get all but the last 10 inches out before it became stuck. The css explained that this would be consistent with a possible clot. The css asked the rn to hold the iab for return and if anything else could be done for the rn. The rn thanked the css for the help. There was no report of pt death. There was no delay or interruption in therapy since the event occurred at removal. The pt outcome was stable. Add'l info received on (B)(4) 2013, from the sales rep stated that after in servicing the staff it was determined that there were no other issues only this incident. The fos was not working correctly; they had perfusion come down and pull back from the transducer/central lumen and was able to receive a waveform. It then was lost again in the intensive care unit (ICU) per the perfusionist. The iab was removed because there was a rupture and blood noted in the driveline. (This is when the iab removal was attempted and the pt was taken to the operating room for an entrapment. Another iab was not deemed necessary after surgical removal. No complications to the pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.